Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 10 seconds. Only the balloon catheter was removed without any problems and the procedure was completed with a different device. No patient complications were reported.